Event description:
The customer reported that oil was leaking from the x-ray tube on the 9600 system. No pt injury was reported.

Manufacturer narrative:
The manufacturer's representative performed an onsite investigation. The x-ray tube was replaced. The system operates as intended.